Event description:
(B)(4). I had the essure device placed in (B)(6) of 2015 to prevent pregnancy. I had gone to my dr to see what my options were, and she recommended essure as a non surgical option. After a few months of having the device in place I started to get sharp pains in my lower abdomen. My face began to get red, and break out in acne. My abdomen also appears as though I am pregnant because it sticks out so much. My hair recently started falling out, and I now have bald spots on my skull. During my period, I get unusually bad pain and cramps in my lower abdomen.